Event description:
Additional information was received that the driveline was disconnected when trying to change to the backup controller due to an issue with the battery of the primary controller. The patient did not experience any symptoms when the driveline was disconnected. Troubleshooting was performed by doing log file analysis, where it was also assumed the pump stops were related to electrostatic discharge (esd).

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed a pump stop on (B)(6) 2023 due to a driveline disconnect. Following the reconnection of the driveline, the pump resumed operation at the fixed speed without issue. No other notable events or alarms were captured, and the pump appeared to function as intended while the driveline was connected. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The IFU and patient handbook instruct the user to check the system controller driveline connector to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump stops. If the driveline disconnects from the system controller, promptly reconnect it to resume pump operation. The patient handbook also explains that the pump cannot run without power. Additionally, the IFU provides instructions on connecting/disconnecting the driveline to/from the system controller and making sure that it is fully and properly inserted into the system controller socket. The IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient experienced a pump stop while connected to battery power and the issue was resolved when connected to the mobile power unit (mpu). On (B)(6) 2023 at 09:25:03, something started com a and com b faults. A few seconds later, the pump had stopped, showing power a, b broken (fault), and starting from 09:25:11, a rotor displacement fault was noted. As the customer has never seen a similar event, they were concerned if it could be caused by a device malfunction. It was also reported that the patient was continuously on the same system controller but did not have any alarm going off. The event log file captured a pump stop event that occurred due to the driveline being disconnected. Related MFR # 2916596-2023-07434.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.